Event description:
It was reported that tip detachment occurred. The patient presented for a pacemaker implant. A 182 cm j choice guidewire was selected for use. However, during the procedure, the tip of the wire sheared off inside the patient. The physician attempted to retrieve the broken piece but was unsuccessful. The procedure was completed, but the tip of the wire remains in the patient. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the distal section was bent and the distal tip was detached. The tip was not returned for analysis. The total length of the guidewire was found to be within product specification even though the distal tip was detached.

Event description:
It was reported that tip detachment occurred. The patient presented for a pacemaker implant. A 182 cm j choice guidewire was selected for use. However, during the procedure, the tip of the wire sheared off inside the patient. The physician attempted to retrieve the broken piece but was unsuccessful. The procedure was completed, but the tip of the wire remains in the patient. There were no patient complications reported.